Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076-58, lead, implanted: (B)(6) 2013; 4076-52, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to a pocket infection. A temporary pacer and antibiotics were necessary. It was also reported that an inactive left ventricular lead - which had previously fractured and was capped and replaced - was attempted to be removed, however the lead broke and the remaining portion of the lead remains within the venous system with no options for extraction. No further patient complications have been reported as a result of this event.